Event description:
It was reported that the device was explanted after 142 months of implant duration due to unknown reason. No further information was provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.